Manufacturer narrative:
Several attempts have been made by the manufacturing facility and distributor to obtain the sample. Aspen surgical has requested a sample via email from the user facility several times as well as 3 voicemails were left to obtain this sample. The user facility has not made the sample available at this time.

Event description:
(B)(6) gave the description of the complaint as follows: "dr. (B)(6) provided a detailed explanation to the woman mentioned above. He used the marker to mark the conjunctiva (not the cornea) at a slit lamp for a toric lens. The 3:00 position went perfectly as always. As he was marking the 9:00 position, the tip opened and ink poured into the eye. Nothing abnormal occurred prior to the tip opening." They used sterile bss and irrigated the eye about 1/2 an hour or so. There was some ink on the cornea but most of the ink was removed. The doctor used gentimic and topical drops and sent the patient home. Five hours later he saw the patient because she was in pain and the epithelium was swollen. He put on a bandage lens. Wednesday at 8am the patient was feeling a little better and the epithelium was healing. Wednesday 3pm there was considerable edema; the bandage lens was removed and put on a tight patch. The patient was seen thursday at 10:30; there is an abrasion where the ink was. The doctor dilated the eye, lubricated with tears and sent the patient home. The patient was more comfortable at that time.